Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the assure 4 meter was reading high. At 9:00am, pt wasn't feeling well and complaining for stomach ache. Wasn't given 9am med due to this. At 9:30am, was taken down for breakfast. She did not eat breakfast. She was brought back to room in wheelchair. Pt was non responsive at this point. Bg was taken reading was 94. Ambulance was called due to non responsiveness and low blood pressure. When emt arrived, they took her bg and it read 50. Glucagon was administered im. Pt became responsive and was taken to the hospital.